Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. There was a high impedance of greater than 22,000 ohms on one electrode and the patient experienced symptom return. It was unknown what external factors contributed to the issue. Planned actions included reprogramming, but it was unknown if the event was resolved at the time of this report. The patient was programmed to c+/0- at 1.8 v, 60 usec pulsewidth and 160 hz. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3387, lot# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient has two groups, neither of which had as good of effect as before the event. The patient will speak with the hcp if they are unsatisfied. There was possibility of an operation, but nothing planned, nor scheduled. No further complications were reported.